Manufacturer narrative:
Investigation: initiated manufacturer's investigation, no sample returned, review DHR. Manufacturing record review: a review of the device history record could not be performed because the lot number was not provided. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the complaint product lot number be provided going forward, the device history record will be reviewed, and this complaint amended accordingly. Incoming inspection review a review of the incoming inspection record could not be performed because the complaint product lot number was not provided. Should the complaint product lot number be provided going forward, the incoming inspection report will be reviewed, and this complaint amended accordingly. Service history record service history not applicable for this product. Historical complaint review a review of the 2-year complaint history showed similar reported complaint conditions. Product receipt the complaint product has not been returned to coopersurgical. Visual evaluation evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Functional evaluation evaluation of the complaint product could not be completed as the complaint product has not been returned to coopersurgical. If the product should be returned at a later date, it will be evaluated, and any findings will be appended to this investigation. Root cause: root cause not applicable as the complaint condition was not confirmed. Corrective actions: corrective action is not applicable at this time due to the absence of the affected sample for investigative analysis. No further training required at this time; complaint will be monitored for trending. Was the complaint confirmed? No.

Event description:
"Md and ort c/o vacuum would not hold suction". Additional information: "the physician used forceps instead of vacuum due to the vacuum not holding suction. Tech reported it would not pump to green in order to obtain suction". 10057 mystic ii mushroom cup (B)(4).

Manufacturer narrative:
Coopersurgical inc. Is currently investigating the reported condition.

Event description:
Report stated "md and ort c/o vacuum would not hold suction. When discussed in huddle, other rn's reported that they had this happen as well." Follow-up initiated for report on past occurrences and account responded as follows: did the physician perform any extra step to complete the procedure? The physician used forceps instead of vacuum due to the vacuum not holding suction. Tech reported it would not pump to green in order to obtain suction. Both very experienced with use of mityvac. Ref: (B)(4).